Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with mild tortuosity and moderate calcification. During advancement of the balance middleweight universal ii guide wire, resistance was met proximal to the lesion. During removal, resistance was also noted. After the device was removed, it was noted that the tip was stretched. A non-abbott guide wire was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, the lesion was described as 99% stenosed with moderate calcification which could have contributed to the reported difficulty. Factors that may contribute to resistance during removal while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. In this case, the lesion was described as moderately calcified which could have contributed to the reported resistance. Additionally, the reported stretched tip was likely the result of the reported resistance with the lesion. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no similar incidents reported for this lot. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.